Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. B5 - 13.26mm should be corrected to 13.2mm. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.26mm vticmo13.2 implantable collamer lens, -14.50/+4.0/074 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to the patient had loose suspensory ligaments and the lens dislocated/subluxed. Another icl lens was not implanted.